Event description:
It was reported that the device logged event codes in the memory. Physio-control evaluated the device and verified several event codes logged repeatedly in the memory. Furthermore, physio found that the device was unable to deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and was unable to duplicate a critical failure. Further cause of the observed failure could not be determined.